Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient feels their implant is protruding and is on a slant. They feel this often catches on their trousers and they are worried it will damage their skin in the future. Reviewed by a nurse and consultant and agreed to reposition. This was done on (B)(6) 2023 and resolved the issue. The event was resolved without sequelae. Additional information was received stating the site assessed the event was a result of the implant procedure. The device was repositioned in order to make pocked deeper to stop protruding implant.